Event description:
A field service technician was performing the upgrade of device (B)(6) to version 3.1.4 of the software and discovered that pointer probe (B)(6) is failing accuracy test.

Manufacturer narrative:
It was reported that the pointer probe failed the accuracy tests because it was bent. The pointer probe was returned at manufacturing site for recalibration. The root cause of the calibration failure is that the pointer probe was bent. The root cause of the damage of the pointer probe cannot be determined. The most probable hypothesis is that the tip of the pointer probe received a shock that bent it. The event described in the complaint is confirmed.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
A field service technician was performing the upgrade of device bs17008 to version 3.1.4 of the software and discovered that pointer probe (B)(4) is failing accuracy test.